Event description:
A customer reported that an abo mistype occurred with a donor sample, when tested on the galileo neo, (B)(4).

Manufacturer narrative:
An immucor technical support specialist reviewed the image result files for initial and repeat testing. The images were consistent with the reaction strengths. The well fills appeared as expected. The customer was asked to inspect the syringes for bubbles or signs of leaks, and inspect the tubing going into the valve and verify it is secure. The customer reported there was some crystalization on the outside of the syringe. An immucor field service engineer inspected the instrument and found one reagent syringe with white powder on it and one patient syringe that had a darkened plunger. All 3-way valves and syringes were replaced. Fse performed the unexpected reactions checklist and preventive maintenance. Quality control testing was performed with acceptable results. The instrument is performing as expected.